Event description:
A nurse technician reported that during surgery, the footswitch was no longer recognized by the system. The footswitch was exchanged and the case was completed. There was no harm or injury to the pt.

Manufacturer narrative:
A root cause has not been identified. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).